Manufacturer narrative:
The device was not returned for evaluation; however, technical support provided troubleshooting to the biomed at the customer site. Throughout the troubleshooting process, the customer replaced both the motor board and the power board, yet the problem continued. Upon internal examination, the customer indicated that the turbine was seized. The device was due for its 30k preventive maintenance (pm). As a result, the customer ordered a 30k pm kit, which includes a new turbine. It was requested that the defective turbine be returned for further evaluation; however, at this time the component has not been received.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Device manufacture date is unknown.

Event description:
It was reported that the vent is not cycling, and the turbine is not operational. Complainant indicated that there was no patient involvement in the reported malfunction.